Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient experienced pain post operative a large hernia repair. Tacks have broken free of the mesh in places. Since the procedure, on a number of occasions, patient felt severe pain on the inside near the spine, the hernia are under the ribs where the mesh was affixed. Patient pains pins and needles from the buttocks to the toes, as well as from the arms and occasionally in the face. Patient developed severe gluten intolerance and suffer bad constipation/blockage every few days despite high fiber and fluid intake. Memory became bad and numerous pain spasms.